Manufacturer narrative:
This report is submitted on december 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site exposing the receiver/stimulator and subsequently was treated with IV antibiotics (specific date and duration not reported). This report is submitted on january 19, 2022

Manufacturer narrative:
This report is submitted on april 29, 2022.